Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a leak in a disposable cassette. The nurse stated that a solution bag disconnected from the heater line of a cassette and leaked all over the floor. There were no damages noticed to the solution bag or cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.